Manufacturer narrative:
No service was requested as the system was a demo unit. The customer has since received their unit, so repair was not done to the demo unit. The facility will be returning the demo unit to the sales rep. (B)(4).

Event description:
Product problem(s): "light turned off during case" (inadequate lighting). A customer reported that a system message was received and the light source turned off during the case. Another light source was used to complete the cases. No pt impact was reported.